Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device was investigated in (B)(6) central workshop on (B)(6) 2011. Issue wasn't confirmed nor reproduced. Device works like intended during evaluation. Device was fully tested and calibrated during evaluation.

Event description:
A nurse reported to baxter (B)(4) that a new home choice machine would not hold programming. The device has been swapped. There was no patient involvement, injury or medical intervention reported.